Event description:
The reporter stated aa4204vf silicone single piece lens was scratched during loading but was not noticed until the lens was inserted into the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. Another lens was implanted. The reporter stated the lense damaged was due to a loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found two light scratches on the lens optic. There was evidence of clear surgical residue.